Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that everything was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the caller could not communicate with the implant with the recharger, patient programmer, 8840, or tablet. The caller stated that the patient had not used the therapy in a while and had not charged their device in more than 30 days. The caller and the patient did not have time to devote to a physician mode recharge the day of the call and would meet with the patient again tomorrow. The caller would call back to be walked through the process as they did not encounter that before. The caller called back and was walked through how to do prm with the patient in over-discharge and reviewed the steps to get back to normal charging. Caller was able to start the prm process. Another call was received on how to clear por, reviewed exercising charging. There were no further complications reported.